Event description:
This console was not on a patient. During a routine console checkout, the customer reported an "air leak" in the console. Upon examination of the console at the hospital, it was determined that the high pressure regulator on the primary air tank had a leak. The tescom regulator was replaced onsite with the assistance of a hospital technician, and the air leak was resolved. The tescom regulator that was removed from the console has been returned to syncardia for evaluation. This alleged failure mode does not pose a risk to a patient because it occurred during routine console checkout and was not on a patient. In addition, the alleged failure mode does not negate the ability of the console to continue to perform its life-sustaining functions because there are redundant systems in the air supply.